Event description:
It was reported that approximately 6 months post implantation of two 2.5 x 18 mm promus stents in the left posterior descending artery (lpda), the patient experienced angina and was found to have stent edge stenosis of the distal stent. Other than the edge stenosis, the stents were widely patent. A drug eluting stent was placed as treatment. There was no adverse patient sequela and on (B)(6) 2011, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported angina and stenosis are listed in the promus instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.